Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the availability of the lot number is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During follow up with the hp's nurse, she thought the alarm was caused by "loose connections to the cartridge." The nurse said the home patient was resuming therapy without complications. No patient injury or medical intervention was reported.

Event description:
The customer contacted baxter?='s technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 3 of 4. The home patient (hp) was still connected. The supply bag was empty. There was solution on heater bag only. The baxter technical service representative (tsr) asked if any bag come undone and the hp stated "no." The technical service representative (tsr) explained the alarm and assisted the hp clear the alarm. The hp would finish with manual bag. There was no patient injury or medical intervention indicated at the time of the initial report.